Manufacturer narrative:
During further troubleshooting mother indicated patient might have eaten more fat content than expected prior to going to bed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is 11 years old.

Event description:
Received information stating patient was experiencing high bg's (200 mg/dl).